Manufacturer narrative:
(B)(4). According to available information, this device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, review of the daily measurements revealed four incidences that this device and atrial lead displayed high out of range impedance measurements. During the previous follow up visit, normal measurements had been obtained. No noise was observed during pocket manipulation. There was concern the lead may have insulation damage. A decision was made to further monitor this system and perform a follow up in the future. No adverse patient effects were reported. Additional information was received. An internal technical service consultant reviewed the data and recommended lead integrity testing be performed. In addition. Variable sensing amplitudes have been observed.